Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a slight bend and dent on the cover tube. Engineering found that the component that loads the clip into the jaw had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. This type of damage is consistent with what occurs when the device is placed through a trocar while a clip is present in the jaws. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. The epix universal clip applier instructions for use states to "not place the clip applier through the trocar if a clip is present in the jaws." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap distal pancreatectomy - "upon firing of first clip the applier appeared to be misfiring, and clips were not loading into the jaws. The clips were already partially closed and just dropped out of the end. This affected all clips. Please post box-in-a-box (B)(6)" patient status unknown.